Event description:
It was reported that several crowns debonded following placement with advance hybrid inomer cement. As a result, several pts required tooth extraction to preclude permanent damage to a body structure; specific information on each event was requested, but would not be disclosed.